Manufacturer narrative:
This report is submitted on august 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device use and elected to have the device removed on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.